Event description:
The user received questionable results for calcium and bicarbonate (co2) on the cobas 6000 c501(c1) module. The event involved 12 patient samples. Six patient samples gave discrepant results. Patient sample 1, this sample was used as a patient control run every two hours for comparison to check the performance of the assay. The initial calcium result was 8 or 9 mg/dl. The exact result could not be provided. The sample was repeated later the same day which resulted at 3 mg/dl. This result was accompanied by a data flag. No further results were provided for this sample. No results were reported outside the laboratory for this patient sample. Patient samples 2 through 6 were repeated on (B)(6) 2010 on a different c501 module (c2). The user reported the following patient samples were in-patients. Patient sample 2, female, (B)(6) of age, date of birth (B)(6). The initial calcium result was 7.5 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The repeat calcium result was 10.6 mg/dl. This repeated result was used as the corrected calcium result for this patient sample. The initial c02 result was 22 mmol/l. This result was reported outside the laboratory. The repeat result was 16 mmol/l. This repeated co2 result was accompanied by a data flag. The initial co2 result was not corrected for this patient sample. Patient sample 3, female, (B)(6) of age, date of birth (B)(6). The initial calcium result was 7.2 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The repeat result was 8.4 mg/dl. This repeated result was accompanied by a data flag and was used as the corrected calcium result for this patient sample. Patient sample 4, female, (B)(6) age, date of birth (B)(6). The initial calcium result was 7.4 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The repeat result was 8.6 mg/dl. This repeated result was used as the corrected calcium result for this patient sample. Patient sample 5, female, (B)(6) age, date of birth (B)(6). The initial calcium result was 8.6 mg/dl. This result was reported outside the laboratory. The repeat result was 9.4 mg/dl. This repeated result was used as the corrected calcium result for this patient sample. Patient sample 6, female, (B)(6) age, date of birth (B)(6). The initial calcium result was 9.2 mg/dl. This result was reported outside the laboratory. The repeat result was 10.0 mg/dl. The initial calcium result was not corrected for this patient sample. No adverse events have been alleged regarding these discrepancies. The calcium reagent lot number was 62802801. The bicarbonate reagent lot number was 62804201. The field service representative found a mechanical failure of the valve on the r1 probe wash. He replaced probe wash valves. Performance tests were run with successful results.